Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to moisture damage on the force sensor. Unable to perform the prime, occlusion and excessive no delivery tests due to the alarms. The pump was received with traces of moisture at the lcd window. The pump was received with a corroded vibrator motor, a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels and that the insulin pump had been exposed to pool water. The customer's father replaced the set, rewound the insulin pump, and when he held the act button to fill the tubing, the device proceeded to fill the tubing but remained stuck on that step. The customer's blood glucose was 400 mg/dl. The caller stated that the insulin pump was stuck in a loop. The customer had accidentally jumped into a pool with the insulin pump but had gotten out of the pool shortly thereafter. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller stated that the customer was not using the insulin pump due to the insulin pump not working. The caller was advised that the troubleshoot procedure would be complete when they called back, as the insulin pump was not present at the time of the call. The caller was advised to replace the insulin pump.